Manufacturer narrative:
Concomitant medical products: 694965, lead; 419488, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-waves (ffrw) were observed on the presenting rhythms. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.